Event description:
It was reported that the syringe 10ml ll experienced leakage. The customer stated, "syringe gasket issue. The problem of escaping behind the gasket when taking blood."

Manufacturer narrative:
H.6. Investigation: DHR was performed ad no quality notification was raised in the past 12 months for the affected batch along with routine leak tests being within the product specification. 1 photo was returned for evaluation. From the photo, observed leakage past stopper. Observed solution between the rib of the stopper indicating leakage past 1st rib of the stopper from the returned actual sample and photo. The actual sample is subjected to leak test and pass the leak test; no leakage was observed. The complaint is unconfirmed as not able to duplicate customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll experienced leakage. The customer stated, "syringe gasket issue. The problem of escaping behind the gasket when taking blood."